Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer. Therefore the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter technical services (bts) regarding assistance with a system error 2240 alarm during the initial drain on the homechoice machine (hc). The caregiver (cg) stated she pressed go before connecting the home patient (hp) and shortly after connecting is when the alarm sounded. The technical service representative (tsr) explained the alarms and assisted the cg to cycle power to clear the alarm. System error 2367 alarm occurred. The tsr assisted the cg to cycle power to clear it. The tsr advised the cg the supplies are compromised and they need to start over with new supplies. The cg was contacted on (B)(6) 2011. The cg stated this was an isolated event. The cg stated that the hp did not develop any adverse reactions or need any medical intervention. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was confirmed. The root cause was identified to be use error. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.